Manufacturer narrative:
Stent remains implanted in patient. As event occurred approximately 6 months after index procedure and there were no reported device malfunctions, the delivery system presumed discarded and not requested. A review of the lot history record (lhr) revealed no non-conformances related to the reported adverse event. The devices from this lot conforms to its predetermined specifications and requirements. Death is labeled in the cobra pzf¿ instructions for use as a known potential adverse event. In the opinion of the sponsor, death was caused by pulseless electrical activity in the setting of severe hypokalemia. As no autopsy was performed, stent thrombosis cannot be ruled out. In the opinion of the investigator, the event was considered serious, anticipated, not related to the device, and not related to the procedure. The sponsor considers the event serious, anticipated, possibly related to the device, and not related to the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
The patient is an (B)(6) male with medical history of paroxysmal atrial fibrillation, hypertension, chronic kidney disease, and dyslipidemia. The patient presented with myocardial ischemia on (B)(6) 2019. The patient enrolled in cobra trial. Angiography showed a multiple coronary artery disease with significant stenosis in distal right coronary artery (rca), left main, and mid left anterior descending artery (lad). Pci with pre-dilation balloon angioplasty, placement of cobra pzf¿ (2.75 x 24) stent in mlad. The post-procedure course was uncomplicated. On (B)(6) 2019, the patient was transferred from an outside hospital for pacemaker implantation with cardiac decompensation due to bradycardia. Ddd-pacemaker was implanted without any complication on (B)(6) 2019 (no echocardiographic signs of pericardial effusion; no pneumothorax). Pacemaker check on (B)(6) 2019 showed a run of non-sustained vt (7 beats) and suspected atrial lead dislocation so the device was switched to vvi mode. At approximately 12 midday on (B)(6) 2019, the patient suffered sudden cardiac arrest and underwent immediate cardiopulmonary resuscitation, intubation and ventilation, multiple external defibrillations and administration of amiodarone, epinephrine and potassium replacement (in light of hypokalemia, k+ 2.4 mmol/l per lab report 08:35 on (B)(6) 2019). Echocardiography during resuscitation showed no pericardial effusion and no relevant myocardial contraction despite electrical activity on ECG. First pacemaker check during resuscitation showed exit block of both leads, consistent with electromechanical dissociation (pulseless electrical activity), and multiple runs of non-sustained ventricular tachycardia (nsvt) but no sustained arrhythmia at the time of cardiac arrest. A second pacemaker check during resuscitation showed sinus rhythm with av-block and intermittent atrial fibrillation and sinus arrest. During sinus arrest, there was appropriate atrial stimulation with prolonged pq duration (390 ms) and in sinus rhythm, atrial sensing was appropriate. Ventricular lead check showed stable measurements with intermittent ventricular ectopics. Pacemaker mode was switched back to ddd. Systemic thrombolysis was administered as a last resort. After exclusion of all potential differential diagnoses, resuscitation was stopped (after ca. 1.5 hours) and the patient died. In the opinion of the sponsor, death was caused by pulseless electrical activity in the setting of severe hypokalemia. As no autopsy was performed, stent thrombosis cannot be ruled out. In the opinion of the investigator, the event was considered serious, anticipated, not related to the device, and not related to the procedure. The sponsor considers the event serious, anticipated, possibly related to the device, and not related to the procedure.